Manufacturer narrative:
Additional manufacturer narrative: additional information was received from the customer and the following sections were updated: (patient code). Corrected data: updated sections (device code). Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying risk factors which included dm type ii, htn, hld, and heart failure. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 11 months due to severe aortic stenosis and aortic regurgitation. The tavr procedure was performed with a 26mm edwards transcatheter heart valve. The valve was deployed. Post deployment transesophageal echocardiogram revealed a well-seated, well-functioning valve without evidence of perivalvular leak. The patient tolerated the procedure well and was taken to the ICU in critical but stable condition at the end of the operation. The patient was discharged home on pod #2 in good condition.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of four (4) years, 11 months due to aortic regurgitation. The tavr procedure was performed with a 26mm 9600tfx transcatheter heart valve. No additional information provided.